Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the returned catheter, 8709sc, revealed the catheter body had a hole or tear caused by the catheter connector pin. Analysis could not identify another returned catheter portion and the analysis of this unknown catheter revealed that the catheter body was incorrectly assembled or sutured.

Event description:
It was reported that the patient came to the clinic with underdose symptoms three weeks prior. The physician reportedly told the patient that the pump was damaged. No one ¿made a telemetry,¿ no one hear an alarm from the pump and no one ¿controlled the pump.¿ the patient was provided morphine per ¿os¿ and after a few days he went home. On (B)(6), the patient then contacted the managing physician, who had been on holiday, to report he was in a lot of pain. The patient required hospitalization as surgical intervention for a replacement was planned for (B)(6) 2014. The physician was to search the issue in the operating room whether this was related to the pump or catheter. No troubleshooting or diagnostic testing was performed to date but planned in the future. The cause was not determined nor resolved at the time of the initial report. The patient's initial status was reported as alive-no injury. Additional information was requested to determine the final outcome and patient status in which it was further reported that the pump was explanted as it had stalled for three weeks and the physician had stopped the pump three weeks before. The patient ¿ became the opioids per os¿ during the time of the motor stall. In addition, the catheter was damaged in the spinal segment further noting a leak occurred between the spinal and pump segments as the morphine went subcutaneous thus the patient had underdose symptoms. The patient experienced no accident or trauma. The patient has had a lot of spine surgeries; the cause for his pain and near the catheter there are the ¿sleeves¿ from the spine surgeries. The patient had no allergies and after the explant of the pump and catheter was currently doing ¿fine.¿ this device system delivered morphine and catapresan.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# 0204765743, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was later clarified that the pump printout indicated a pump stop may exceed tube set.